Event description:
Customer reportedly received results of 430 mg/dl and 191 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.